Event description:
It was reported that, during maintenance, a 980 ventilator generated a loss of communication error message that rendered it inoperable. The ventilator was not in use on a patient at the time of the reported event.